Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that a delivery sheath was not reported, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant. During deployment in the left atrium, the device had a bulbous deformation. It was reported the deformed device was never released from the delivery cable. A decision was made to replace the device with a second 30mm amplatzer pfo occluder. The replacement device was implanted in the patient with no reported adverse consequences. There was no report of any interaction with cardiac structures and there was no angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.